Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has had low blood glucose lately, between 45 and 90 mg/dl. Now it has between 70 and 80 mg/dl. Customer's current blood glucose is 130 mg/dl. She wanted to have her insulin pump checked. She stated that more insulin came out of the device than usual. She primed the device and a few drops of insulin came out of the needle. Customer stated insulin stopped when she released the act button. There are no alarms. There are no leaks in the device or on the tubing. Customer was advised to monitor the device and call when needed. Nothing further reported.